Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's controller was "cutting off" and they had to keep checking it to make sure that stimulation was on. A replacement controller was requested. Additional information received from the patient. It was reported that the patient met with a manufacturer representative who told the patient that the reason their device was not working for them was due to the fact that their stimulation was off (which the patient reported they were unaware of). The stimulation was off for thirty days according to the representative. The representative advised the patient to reset their controller, but the patient continued to have issues.

Manufacturer narrative:
Event date: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The rep reported that the cause of the stimulation shutting off unexpectedly was not determined. The patient told the rep that they called patient services (pss) and spoke to someone and had a new controller sent out to them. This information was also confirmed with a physician/account.